Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to power on the clv-180 device without a scope connected. The customer mentioned that the led lights on the front panel failed to blink. The customer proceeded to connect a scope and achieved the same result. The customer mentioned that the issue with the blinking led lights typically occurs in the morning but disappears after the light source was warmed up. Tac directed the customer to white balance the scope and activate the narrow band imaging (nbi) feature. While doing so, the customer¿s hand appeared to show blue/green colors and a scope technician came into the room to assist by cupping the end of the scope. Thereafter, the customer and the scope technician¿s hands were a peachy colored skin tone. Tac instructed the customer to exchange the maj-1411 light source cable. Afterwards, the customer tested the nbi feature again with the same results. Tac instructed the customer to have the scope technician view the nbi image in a known working room to confirm the results. Tac also advised the customer to exchange the clv-180 light source. The customer sent a follow up email stating that the clv-180 light source was swapped but continued to see green/blue in the nbi display. Furthermore, the light on the scope changed to a blue color. Tac called back and offered to transfer the customer to the national service center (nsc). Per request, tac emailed the contact information of nsc for the customer to call and send the clv-180 in for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the front panel of the evis extera iii xenon light source is flashing. In addition, the narrow band imaging was gray. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: d8, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. From the inspection results of the repair department, it was confirmed that the cause of the phenomenon was loose tightening of the turret motor. Therefore, it is presumed that an abnormality was detected when the turret was operated and the front panel flashed. Since it has been more than 12 years since the product was manufactured, the cause of the failure may be the effects of long-term use, external vibration, and fatigue of the parts themselves. Olympus will continue to monitor complaints for this device.

Event description:
The biomedical engineer at the user facility further reported that the problem was first identified during preparation for use. The flashing of the front panel display stopped and the intended procedure was performed. In addition, the narrow band imaging issue was present during the procedure. However, the intended procedure was completed without a delay.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer and device evaluation notes. The following sections were updated: b5, d9, h3, h6. The device was returned for investigation. Upon evaluation of the device, the reported issue of flashing and narrow band imaging not functioning properly was confirmed due to loose turret motor. The turret was working as normal after the motor was tightened. In addition, worn out scope socket causing poor connection and leaking air pressure were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.